Manufacturer narrative:
(B)(4). Method: one complaint mr290 chamber was received at fisher & paykel healthcare in (B)(6)and was visually inspected. Results: visual inspection revealed cracks in the chamber dome next to the bracket. The cracks were observed to start at the base and stretch upwards. A lot check revealed no other complaints for lot 150211. Conclusion: during the use of a sipap machine, the pressures produced in the chamber can sometimes be in excess of 80 cmh2o and this may affect the integrity of the chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber including a check for cracks in the chamber dome. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: maximum operating pressure: 8 kpa. Use of the mr290 above the maximum operating pressure may lead to cracking, water. Leakage and, on rare occasions, could lead to a loss of ventilation pressure. Set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via an fisher & paykel healthcare (fph) field representative that three mr290 humidification chambers were leaking from the seal at the bottom of the chamber during use. Two of the complaint mr290 chambers were discarded by the hospital facility before the incident was reported. It was also reported that synchronised intermittent positive airway pressure (sipap) therapy was being delivered. No patient consequence was reported.